Event description:
On (B)(6) 2023, a patient was implanted for a complete bav, the lead was placed in the right ventricular septum. On (B)(6) 2023, the patient was admitted to emergency department for dizziness with intermittent loss of capture of the right ventricular lead in a pacing-dependent patient. On (B)(6) 2023, reintervention occurred to explant the lead.

Event description:
On (B)(6) 2023, a patient was implanted for a complete bav, the lead was placed in the right ventricular septum. On (B)(6) 2023, the patient was admitted to emergency department for dizziness with intermittent loss of capture of the right ventricular lead in a pacing-dependent patient. On (B)(6) 2023, reintervention occurred to explant the lead.

Manufacturer narrative:
Correction in the section e1: the initial reporter occupation is physician and not pharmacist as indicated in the initial report. Investigation summary: as received, blood infiltration along the lead body on both outer and inner coils was noted. An abrasion on the external insulation of the lead was found at l=504 mm from the connector pin. The observation abrasion is located at the distal side and is most likely attributable to friction with the atrial lead. Deeper analysis of the lead revealed a hermiticity failure between the inner and outer coil, which could explain the reported ventricular loss of capture. As the only patient file provided was dated (B)(6) 2023 (date of explantation), it was not possible to analyse the recorded data prior to explantation and confirm the reported malfunction. The investigation results are retained and utilized for trending purposes. Please find attached the report.